Event description:
An olympus representative reported on behalf of the customer that the evis exera iii video system center had no image. The reported issue was found during inspection/maintenance of the device. There was no procedure involved and there were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. An onsite inspection was conducted by an olympus field service engineer (fse) and no images were found on several scopes and the camera heads had only color bar visible due to a defective patient board set. Additionally, it was found that a receptacle unit was loose and there was intermittent flicker. The narrowing band imaging (nbi) function was not working due to a defective printed circuit board, heavy dust was found inside the unit, and corrosion was found inside the harness. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was reproduced. It is likely that the phenomenon occurred due to faulty patient board set. As to the cause of the defect, it is likely that the device was affected because it was manufactured before the circuit design of the operational amplifier of the patient board was changed. It was also possible that an image was not displayed because the connection with the video connector failed. Olympus will continue to monitor field performance for this device.